Event description:
Patient complained of pain. Dr revised cup and stem.

Event description:
Patient complained of pain. Dr. Revised cup and stem.

Manufacturer narrative:
An event regarding revision of a trident shell during revision of a rejuvenate modular stem was reported. The indication for revision was reported to be "pain" and no further details were provided. The returned acetabular shell is unremarkable. The lack of information provided prevents any meaningful investigation into the reported pain, which is a symptom and not in itself considered an indication for revision surgery. There is no evidence to suggest this patient's symptoms are related to the acetabular shell and not the modular neck-stem system which is the subject of voluntary recall.

Manufacturer narrative:
Additional information (including x-rays and medical records) has been requested. When completed, the evaluation summary will be submitted in a supplemental report.